Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported she received unspecified "high readings" on her adc blood glucose meter. The customer stated that on an unspecified date she self-treated with insulin (type/dosage not reported) due to the high readings, and that her blood glucose then dropped to 25 mg/dl. She further reported that she "couldn't eat enough to raise her blood sugar," and went to the emergency room to get an injection of glucagon. No further details were reported as the customer declined to complete troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1528604) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.